Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided, and customer declined further troubleshooting. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.